Manufacturer narrative:
(B)(4). Conclusion: one metasul head 48/n (ref: (B)(4), lot: 2367386) and the correspondent router was placed on another (not correspondent) order (human error). These mentioned lots were not distributed in the u.s market. Process corrective actions have been identified and implemented to prevent further issues. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It is reported that two lots of the durom product line were commingled. The two lots, and sizes, were: metasul ldh head size 44 (article number 01.00181.440, lot 2360983) for durom cup of size 50/44 (code j) and metasul ldh head size 48 (article number 01.00181.480, lot 2367386) for durom cup of size 54/48 (code n). The package of metasul ldh head size 44/j may contain a metasul ldh head of size 48/n. These two heads differ in the size of the outer diameter by 4 millimeters.